Event description:
Dealer states that the customer alleged that the left side quick release keeps coming off by itself. Replacing part number 1173079 quick release axle plate kit under warranty no protocol questions/no more information available.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.